Event description:
It was reported that the insulin pump alarmed failed self test. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed due to faulty connector on remote frequency board. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and battery tube threads.